Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The instrument was analyzed and found to have a broken grip cable. The complaint was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, a nurse reports that he was informed that the clamp stopped responding to the movement of the manipulators and observe that the pulley was loose, therefore, they had to complete the procedure with another reserve instrument. The procedure was completed with no reported injury. Intuitive surgical inc. (Isi) followed up with the customer to confirm that that issue was a loose cable with no patient harm.